Manufacturer narrative:
(B)(4). Results: cartridge falls out. The analysis results showed that the device was received in good visual condition and with no reload loaded on the device. The test reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge resulting in the cartridge coming out of the device during shipping. The device was tested for functionality with the test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that each reload is 100% inspected through an automated vision system to ensure that cartridge is present and in the correct position prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure when the user opened the outer box and looked at the blisterpack they could see that the reload was loose inside the sterile box, so they could not use the instrument. Procedure was completed with same like device.